Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. The broken piece, approximately 0.47" x 0.10" was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. Fragments fell from the instrument as a result of the breakage. The fragments were removed from the patient. The primary surgeon confirmed that there was no debris remaining in the patient. The customer used a spare instrument to continue. The procedure was completed.